Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
A consumer implanted for non-malignant pain reported seeing the screen on the patient programmer (pp) to change the batteries. The consumer put new (B)(6) batteries in the device which resolved the issue. No out of box failure was reported. It was further reported the consumer had been in pain since yesterday.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported when the device was implanted the area hurt a lot on the hip and they met with a manufacturer's representative (rep). The consumer was still having pain at the implant location as well as numbness and wasn't sure if it was working at all. The consumer was taking lyrica for their neuropathy when the pain occurred to address the pain. It was noted when the consumer woke up in the morning they had pain all over, but the device must be helping some because they only took half of their dose in the afternoon, but they thought the device was going to help more. The consumer later reported their pain had been resolved by replacing the batteries in the patient programmer (pp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.